Event description:
It was reported that this right ventricular (rv) lead had exhibited low intrinsic amplitude measurements. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).